Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (b5¿ describe event or problem): was inadvertently written up as pae at estimation, and it should reflect pae at ¿intake¿ below to say: it was reported, the deflectable videoscope exhibited no image displayed. The issue occurred during procedure for an unspecified therapeutic procedure. The procedure was completed; however, unknown as to how. There were no reports of delay, patient harm, injury, or death. Correction: (d4¿ primary unique device identification (UDI) number): was inadvertently missing and should be: (B)(4). Correction: (d5¿ operator of device): was inadvertently selected as: other/other employee, and it should be: health professional correction: (g3¿ date received by manufacturer): should be: 10/02/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no image showed up, could not be identified. The root cause was unable to be specified. Based on the below investigation result, the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage may be irregular stress to the bending section, leading to the event since damage was observed on the bending section. However, the cause of breakage was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex videoscope exhibited no image. There were no reports of patient involvement.